Event description:
Reporter alleged the patient's blood glucose read 106 mg/dl at 12:24 on the inform system and as part of the facility protocol; the patient was treated with d-50, amount and type not provided. Reporter stated a lab sample was collected at 12:30 however, the lab measurement indicated patient's blood glucose results was 40 mg/dl at 12:35. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.